Event description:
Home patient reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was noted when home patient received a system error 2240 alarm in drain 5/5 during treatment on homechoice device. Home patient noted pet cat chewing on patient line. Home patient discontinued treatment at time of alarm. Home patient notified rn of incident. No home patient injury reported.